Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up after receiving an alert for high impedance measurements. Device interrogation revealed high impedance on the left ventricular lead. The patient was stable at the time. No intervention has been reported. The patient would continue to be monitored.